Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the devices were being evaluated by the manufacturer, it was noted that the following concomitant parts have been determined to have contributed to the complaint condition: 130 degree aiming arms (part 357.366, lots 8255287 and 8893467). This is report 2 of 6 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient height (B)(6), bmi (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfn procedure when the surgeon tried passing the helical blade through a trochanteric fixation nail (tfn) nail; it came in contact with the nail using the percutaneous aiming arm. After the tfn was reamed and inserted, the surgeon finally got the blade to go through the blade but was having problems going through the nail. There were two sets opened during the tfn case with similar problems experienced with both sets. Also, the buttress nuts kept coming disengaged from the 130 degree aiming arm. There was a fifteen (15) minute delay due to this incident. It was reported that the surgery was completed successfully without any patient harm and the patient was stable. Concomitant devices reported: 130 degree aiming arm (357.366, lot unknown, quantity 2); helical blade coupling screw (357.377, lot unknown,quantity 2); blade guide (357.369 lot unknown, quantity 2); percutaneous insertion handle for tnf (357.418, unknown lot, quantity 1). This report is 2 of 4 for (B)(4).